Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
A customer reported an issue with their freestyle flash meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death or serious injury associated with this event.